Event description:
The customer reported that the device was unable to start up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was unable to start up. There was no report of pt involvement. The device was evaluated by a philips field service engineer. The energy select switch was replaced to resolve the issue.